Event description:
It was reported that a skin reaction was occurred. The wearable was inserted into the arm on (b)(6) 2026. On the same day, it was reported that the patient experienced a skin reaction with skin inflammation/swelling, pain/discomfort underneath sensor pod area only, which occurred same day after the sensor had been inserted in the arm. The patient inserted the sensor on (b)(6) and experienced inflammation at the insertion site. She waited a few days to see if the condition would subside, but it did not improve. On (b)(6), she went alone to the Hospital. The doctor prescribed two antibiotics Cephalexin 500 mg and Doxycycline 100 mg, both to be taken twice daily. She stayed at the hospital for approximately three hours before returning home. The patient reports that she is now feeling well and has recovered from the inflammation. At the time of the report, patient condition was stable. No other details were provided. No product or data was provided for investigation. The allegation and the probable cause cannot be determined. No additional patient or event information is available.

Manufacturer narrative:
(b)(4).Labeling indicates: Inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. redness, swelling, bruising, itching, scarring or skin discoloration).